Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and found that the removable gear slipped a tooth and was stuck between the covers causing the door to not be able to open or close. The representative realigned the gear, adjusted the door, sidewalls, and upper dingus. After adjustments the system passed all tests and was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that when training colleagues on the imaging system's emergency gantry open procedure, an issue occurred. It was possible to open the gantry using this procedure, however, after removing the wrench and bolt the door would not open using the door open button on the pendant. The representative reported that the door would wiggle when the open was pressed, but would not begin rotation to open. There was no patient present when this issue occurred.